Event description:
It was reported that a male pt undergoing a ginecomasty resection received a third degree burn on the right sural tricep under the electrosurgical electrode. The pt needed a skin graft.